Event description:
It was reported that syringe 0.5ml 8mm 90 bx 450 mo was unable to aspirate. This occurred on 7 occasions. The following information was provided by the initial reporter: material no:328290 batch no: 0076494, 0174623. It was reported that the insulin syringes are not drawing up the medication.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 1/11/2021. H.6. Investigation: customer returned (11) loose 1/2cc, 8mm syringes. Customer states that the insulin syringes are not drawing up the medication. All returned syringes were tested and all were able to draw and expel properly without any observed defects. A review of the device history record was completed for batch# 0174623. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200897792] noted that did not pertain to the complaint. A review of the device history record was completed for batch# 0076494. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h.10.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0076494, medical device expiration date: 2025-03-31, device manufacture date: 2020-03-16. Medical device lot #: 0174623, medical device expiration date: 2025-06-30, device manufacture date: 2020-06-22. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 0.5ml 8mm 90 bx 450 mo was unable to aspirate. This occurred on 7 occasions. The following information was provided by the initial reporter: material no:328290 batch no: 0076494, 0174623. It was reported that the insulin syringes are not drawing up the medication.